Event description:
The user facilty reported that a pt had sheaths inserted for electrophysiology procedure using a 7f fast-cath introducer. When the physician removed the sheaths, only one had the hub and a portion of the other sheath remained in the vessel. A 10f sheath was inserted below the puncture site and the physician was able to snare the remainder of the sheath which revealed a jagged edge. There were no reported consequences to the patient.